Event description:
As reported in a literature article (li, conghui ,et al. ¿stent-assisted coiling of ruptured wide-necked intracranial aneurysms¿, interventional neuroradiology, (2013): 19:283-288). A patient (patient # 7) experienced paralysis of the abducens nerve after stent-assisted coiling of a ruptured wide-necked posterior communicating artery aneurysm. An enterprise stent (lot and catalog numbers unknown) was used for the procedure, but the specific brand of coils used to totally occlude the aneurysm were not reported. The stenting was performed 10 days after subarachnoid hemorrhage. The patient had a hunt and hess grade of 1 and glascow outcome scale of 4. The aneurysm size was 11x12mm and the neck was 7mm. It was reported that the morbidity and mortality rates for the study were largely attributable to the severe nature of the subarachnoid hemorrhage, but the exact cause of the nerve paralysis was not reported.

Manufacturer narrative:
As reported in a literature article (li, conghui ,et al. ¿stent-assisted coiling of ruptured wide-necked intracranial aneurysms¿, interventional neuroradiology, (2013): 19:283-288) a patient (patient # 7) experienced paralysis of the abducens nerve after stent-assisted coiling of a ruptured wide-necked posterior communicating artery aneurysm. An enterprise stent (lot and catalog numbers unknown) was used for the procedure, but the specific brand of coils used to totally occlude the aneurysm were not reported. The stenting was performed 10 days after subarachnoid hemorrhage. The patient had a hunt and hess grade of 1 and glascow outcome scale of 4. The aneurysm size was 11x12mm and the neck was 7mm. It was reported that the morbidity and mortality rates for the study were largely attributable to the severe nature of the subarachnoid hemorrhage, but the exact cause of the nerve paralysis was not reported. Additional information indicated that this patient had huge aneurism and obvious mass effect. It was confirmed by the doctor the complication was not contributed by our product quality, and no further information was available. The enterprise vrd remains implanted and the lot numbers are not known; therefore, the device history record review cannot be completed. Neurological deficits are known potential adverse events associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use (IFU). Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. The catalog and lot number for the device was not provided, therefore the device noted (unkenterpriseenc) represents an enterprise vrd that the catalog number begins with enc.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.